Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was not duplicated. It was found that the downstream occlusion seal was peeling, however no functional device problem was found. Most probable cause of the reported problem was customer user and equipment/tests. Standard preventative maintenance was done, and the dso seal was replaced.

Event description:
It was reported that the pump does not recognize installed cassette. There was no patient involvement, and no patient harm/adverse event reported.